Event description:
The bd intramedic luer-stub adapter 18-gauge blunt needle is used to aspirate saline from a vial, but part of the rubber gets stuck in the needle. We tried twice, and it happened again. It's concerning since it may get mixed in with the saline. This a very slow mover item and is only stock in several locations. This is the first and only incident regarding this item, so it appears to be an isolated issue. Nursing was able to provide the lot # of the needle and with that information we able to track all the needles with that lot number and removed them from all their stock locations including central. All needles¿ adapters with this lot numbers were removed from the hospital. Notified the manufacture rep (bd) of this issue and they are currently conducting a quality investigation.